Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had poor barrier separation of the sample. "Material no. 367986. Batch no. 0128605. It is reported customer experienced poor barrier separation. Verbiage received, - "I will attach a file of images all taken in 1 week. Our settings are at 1100 rcf as instructed. We have increased our deceleration setting so that it now runs 1 min 20 sec deceleration time. We balance with all 4 sections of the centrifuge. During this time frame we only had 1 lot of sst tubes available to us which is lot 0128605 exp 2021-04-30. We are still noticing ones that have poor gel movement and require a 2nd round of centrifugation. We are worried about sample quality in these situations and about lack of serum being available for testing.""

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 16 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation with the incident lot was observed. Additionally, retention samples from bd inventory were drawn with horse blood, spun, and evaluated for any barrier issues. All tubes tested had good gel separation. Visual inspection of retention samples did not identify any gel issues. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has confirmed this complaint based on the "photos" provided. All retention sample testing was satisfactory. Bd was unable to determine a root cause.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had poor barrier separation of the sample. "Material no. 367986 batch no. 0128605. It is reported customer experienced poor barrier separation. Verbiage received, - "I will attach a file of images all taken in 1 week. Our settings are at 1100 rcf as instructed. We have increased our deceleration setting so that it now runs 1 min 20 sec deceleration time. We balance with all 4 sections of the centrifuge. During this time frame we only had 1 lot of sst tubes available to us which is lot 0128605 exp 2021-04-30. We are still noticing ones that have poor gel movement and require a 2nd round of centrifugation. We are worried about sample quality in these situations and about lack of serum being available for testing.""